Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that she took her daughter to the ER due to a high blood glucose of 450 mg/dl. The patient felt tired and dizzy. She treated with two manual insulin injections. Troubleshooting was initiated to inspect the insulin pump. The drive support cap appeared normal. However, the infusion set cannula was bent. A high pressure test was performed and the device successfully alarmed no delivery. The customer was advised to change their entire set, reservoir and insulin and treat per health care professional's instructions. No products were returned or replaced.